Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited the c-cover showed burn marks, the forceps elevator had burn damage and peeling of the coating on the l-arm (forceps elevator). There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the investigation results, the most probable cause of the malfunction is traced to component failure. It is possible that the c-cover and forceps elevator were damaged because high-energy instruments (such as radiofrequency devices) were used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.